Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10. A getinge field service engineer evaluated during the semi-annual preventive maintenance (pm) the fill manifold test was failing. Replaced helium reservoir assembly ((B)(4)). Functional tested multiple times without any further failures or issues. All work was performed on the maintenance. Cardiosave iabp pm services completed. Full pm, safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use.the failure analysis and testing department received the following part associated with this complaint - helium reservoir assy. This part was received with a reported unit failure message of fill manifold test failing.performed visual inspection of this part and the part looks to be in good condition. Installed helium reservoir assy into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure message of fill manifold test failing during all manifold test. Helium reservoir assy. Failed testing. Retaining helium reservoir assy. In the fat dept. Per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the iabp unit. The fse replaced the helium reservoir assembly to address the issue. The unit was functional tested multiple times without any further failures or issues. The fse also completed pm of the unit, and full pm, safety, calibration, and functionality checks met factory specifications. The unit was released to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated during the semi-annual preventive maintenance (pm) the fill manifold test was failing. Replaced helium reservoir assembly functional tested multiple times without any further failures or issues. All work was performed on the maintenance . Cardiosave iabp pm services completed. Full pm, safety, calibration, and functionality checks to factory specifications. No patient involvement. Released to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the semi annual preventative maintenance performed by getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit autofill manifold test failed. There was no patient involvement reported.